Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the pipeline vantage with shield technology, a flow diverter shortened from the distal end and ended up in the aneurysm. The patient was being treated for an unruptured fusiform aneurysm at the vertebral-basilar junction with a maximum diameter of 15mm and a neck diameter of 5mm. The deployment of the flow diverter required a second device, a 6mmx50mm flow diverter, to properly cover the aneurysm. There was migration of the flow diverter after deployment, potentially caused by the navigation of the microcatheter over the delivery system to capture the tip coil. The procedure resulted in slow flow in the aneurysm post-procedure. Dual antiplatelet treatment was administered, and the angiographic result post-procedure showed slow flow in the aneurysm. The vessel tortuosity was moderate. The aneurysm was located in the basilar and vertebral regions, with a distal landing zone artery size of 4mm and a proximal size of 4.5mm. The flow diverter was implanted at the intended location with full wall apposition achieved, and a side branch, pica, was covered by the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The patient is "fine" recovering from the procedure. There were no symptoms. Actions/interventions were taken to resolve the migration/foreshortening included telescopic pipeline vantage 6*50. The cause of the foreshortening was not determined. The cause of migration was not determined. The pipeline was able to be implanted at the intended location.